Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident it was over 400 mg/dl, 363 mg/dl and at one point it was 464 mg/dl. The recently blood glucose is 94 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Pump passed the delivery accuracy test. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No unexpected calibration anomalies noted during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No history anomalies noted during testing., unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.